Event description:
It was reported that on (B)(6) 2012 the patient had another epidural injection. On (B)(6) 2012 the patient was involved in an mva. On (B)(6) 2013 an MRI was performed. On (B)(6) 2013 the patient presented to another surgeon who recommended a neurostimulator for chronic pain. On (B)(6) 2013 the patient had another epidural injection. The patient reportedly cannot travel any substantial distance, cannot wear certain footwear, cannot dance anymore, suffers positional discomfort, immobility, and continues to have left leg numbness and paralysis, and has begun to suffer right leg radiculopathy as well. The patient reportedly underwent ¿medically unnecessary, experimental¿ spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted." ( first surgery) on (B)(6) 2009, the patient underwent spinal fusion surgery with rhbmp-2/acs. Since the surgeries, the patient could not travel any substantial distance, could not wear certain footwear, could not dance anymore, suffered positional discomfort, immobility, and continued to have left leg numbness and paralysis, and has begun to suffer right leg radiculopathy as well is now handicapped, partially paralyzed, immobile, and in constant pain. Her condition was embarrassing and emotionally draining, and painful.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.